Manufacturer narrative:
E1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set tubing was leaking at site underneath the adhesive pad. The infusion set was used for 3-4 hours. The blood glucose level was 298mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.